Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of twenty-five devices. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, there was more often intolerance reactions appeared with formation of subcutaneous fistulas. One closed blister of a dog showed 8 days after surgery wound dehiscence over more than 1 cm with urine run-off into the abdominal cavity. Suture was used for several laparotomies and often reactions and fistula formation appeared. Vet had no problems of this kind with other sutures.